Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).

Event description:
The customer reported falsely elevated architect stat troponin-I results on two patients. Results provided: (B)(6) 2022 sid (B)(6) = 16.959 / 0.012 ng/ml; (B)(6) 2022 sid (B)(6) = 17.212 / 0 ng/ml. Normal range: 0.000-0.045 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse), the manifold for the wash zone was replaced along with other parts. The fse determine the manifold was the likely cause. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the parts were replaced by the fse. A review of labeling concluded that the issue is sufficiently addressed. A review of the architect i1000sr platform and the associated replaced parts tracking and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. Based on the investigation no systemic issue or product deficiency was identified. Section b5. Additional patient added on (B)(6) 2022: sid (B)(6) = 27.36 / 0.006 / 0.000 ng/ml.

Event description:
The customer reported falsely elevated architect stat troponin-I results on three patients. Results provided: (B)(6) 2022 sid (B)(6) = 16.959 / 0.012 ng/ml; (B)(6) 2022 sid (B)(6) = 17.212 / 0 ng/ml. Normal range: 0.000-0.045 ng/ml. Additional patient added on (B)(6) 2022: sid (B)(6) = 27.36 / 0.006 / 0.000 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse), the manifold for the wash zone was replaced along with other parts. The fse determine the manifold was the likely cause. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the parts were replaced by the fse. A review of labeling concluded that the issue is sufficiently addressed. A review of the architect i1000sr platform and the associated replaced parts tracking and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. Based on the investigation no systemic issue or product deficiency was identified. Section a1 patient identifier sids: (B)(6). Additional patient added on 07feb2022: sid (B)(6) = 27.36 / 0.006 / 0.000 ng/mlit was discovered on august 30, 2023 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 3016438761-2023-00468 has been submitted for the correct manufacturing site and all further information will be documented under that MDR.

Event description:
The customer reported falsely elevated architect stat troponin-I results on three patients. Results provided: 15jan2022 sid (B)(6) = 16.959 / 0.012 ng/ml; 17jan2022 sid (B)(6) = 17.212 / 0 ng/ml. Normal range: 0.000-0.045 ng/ml. Additional patient added on 07feb2022: sid (B)(6) = 27.36 / 0.006 / 0.000 ng/ml. No impact to patient management was reported.